Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. At an unspecified time, the pump was programmed in an unspecified delivery mode to deliver an unspecified concentration of dilaudid with a loading dose of 22ml instead of the intended 2ml. No further pump programming parameters were provided. At an unspecified time, the delivery was initiated. Between 1230pm and 1245pm, a nurse noted unspecified changes in the pt's respiratory rate. The customer contact indicated that the event was noted several "minutes" after the delivery had been initiated. The pt was treated with an unspecified dose of narcan. There were no reported adverse pt sequelae.